Event description:
The customer has observed false positive results on one patient sample for the toxoplasma igg assay on an immulite 2000 xpi instrument. The patient sample was tested five different times with four different reagent lots. The initial result of the patient sample was negative. The second time the sample was tested twice, the first result was indeterminate and the second was positive. The third and fourth times the sample was run the results were positive, and the fifth result was indeterminate. The patient sample was then tested a few days later on three different alternate platforms and the results were negative. All results on the patient sample were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant toxoplasma igg results.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the patient data. Gps contacted the customer site and requested the patient sample to be sent to siemens healthcare diagnostics for further investigation. The customer informed gps that they do not have any patient sample available currently but if the patient comes back would request a redraw and store for additional testing by siemens. The cause of the false positive toxoplasma igg results on the patient sample is unknown.